Event description:
It was reported that blood for a transfusion leaked. The leak appeared to have come from around the joint between the filter body with the gas vent and the tube. After that, a new tube was used and there was no problem. This occurred during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
E2 - incorrect due to system limitations. Initial reporter is an account manager and is non-healthcare professional. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date device returned to manufacturer: 11-mar-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one sample was received for evaluation without it's original packaging. Visual inspection noted no damage detected. Functional testing found no leak or other defects. The complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.e1 - address, city, zip code, contact name and email, g5 - 510k.